Event description:
Event description boston scientific crm received information that during a routine follow-up visit, this right ventricular lead was determined to have become fractured. Ten days later during the revision procedure, the lead was surgically abandoned and successfully replaced.